Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider and a consumer via a company representative regarding a patient receiving morphine, concentration not reported at 3mg/day via an implantable pump. On 21-sep-2020 it was reported that the patient was in the hospital week before with increased pain. The patient and following physician stated it was concluded via an MRI and per the neurosurgeon the catheter was kinked and pump/catheter were to be explanted. The patient was seen to put the pump into min rate and supplement with oral medication. To the reporter¿s knowledge there were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was turned down to min rate. The patient showed up in the ER (emergency room) following day with symptoms of withdrawal. The actions and interventions taken to resolve the issue was the patient was scheduled to have the pump and catheter explanted. The issue was not resolved at the time of the report. The patient status was noted as alive, no injury.